Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the endoscope reprocessor had a connecting tube that might not have been connected. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h3 and h6. Correction on field: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection. However, a field service engineer conducted the evaluation of the device. Based on the results of the investigation, a definitive root cause could not be determined. However, it was likely that the center parts of the gray connector were broken and had fallen due to hitting hard objects, or accumulated stress in the loosening direction. The event can be detected/prevented by following the instructions for use (IFU): chapter 3 inspection before use 3.3 inspecting the equipment¿s connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor field performance for this device.